Event description:
According to the reporter, during a laparoscopic urology procedure, on the second stitch of the prostate, the first suture broke. A second device was used, but then the needle was bent. To resolve the issue, a new device was used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: vlocm0604, vlocm0604 v-loc* 90 3-0 vio 15cm v20x12 (lot a3c0341vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was attached to the suture. The suture was returned broken in the barbed section with the loop end missing. The suture length was measured with a metal yard stick, calibration asset: nh02505, and was determined the length to be 3 1/2 inches. The original suture length according to the product description was 6 inches. Functional testing on the opened complaint device was precluded as the suture was returned already broken. It was reported that the suture broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.